Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the inflation port allegedly broke off. Fluid came out and the catheter was completely out at the time of the incident.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Received 1 used silicone foley catheter for evaluation. During the visual evaluation, it was observed that the catheter had the inflation arm broken and totally disconnected. No other defects were observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the inflation port allegedly broke off. Fluid came out and the catheter was completely out at the time of the incident.